Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that when the nurse tried to attach a second pump module to the right side of the pcu, both pump modules to the right would unexpectedly turn off. Multiple second pump modules were attempted and all caused the devices to turn off. The devices were not in use at the time, therefore there were no adverse effects cause to a the patient from the event. The issue was confirmed by the customer's clinical engineering staff who stated "I tried testing the device on the right side of the pcu and I attached a second module as stated in the report - whenever I opened or closed the door of the module involved in the incident, both modules would shut off and restart. I tried different secondary modules just like the user did, and the same issue persisted."

Manufacturer narrative:
The report of devices unintentionally shutting down when a second pump module was attached was confirmed. Log review identified a channel disconnect on (B)(6) 2019 at 2:04:41 am. Iui testing performed on the source pump module determined the female iui was not properly reinstalled on the pump module, leading to a channel disconnect. The customer's iui (date code: 01-2014) was replaced with a properly-seated known good iui and torqued to specification. Additional testing confirmed that the pump module no longer exhibited the channel disconnect when the iui was installed correctly. The root cause of devices unintentionally shutting down was improper installation of the female iui on the source device. The female iui (date code: 01-2014) was not fully seated and was loose in the left iui well, resulting in an intermittent connection with the mating iui.

Event description:
It was reported that when the nurse tried to attach a second pump module to the right side of the pcu, both pump modules to the right would unexpectedly turn off. Multiple second pump modules were attempted and all caused the devices to turn off. The devices were not in use at the time, therefore there were no adverse effects cause to a the patient from the event. The issue was confirmed by the customer's clinical engineering staff who stated "I tried testing the device on the right side of the pcu and I attached a second module as stated in the report - whenever I opened or closed the door of the module involved in the incident, both modules would shut off and restart. I tried different secondary modules just like the user did, and the same issue persisted.".